Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that there was an overdischarge. Caller stated they could not get the 60 minute countdown to come up. Technical services reviewed information and this resolved the issue. Rep will now try to bring device out of overdischarge state now. No symptoms reported. No further complications were reported/anticipated. Additional information was received from the rep who reported that the patient's battery was not working and the patient was moving forward with the healthcare provider, to get a replacement.